Event description:
It was reported that a patient presented with post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.